Manufacturer narrative:
(B)(4). It was reported in a follow up that the patient's fluid was clear and the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection of vancomycin (2 grams, intraperitoneally, once a week for two weeks) and injection of fortum (1 gram, intraperitoneally, in last peritoneal dialysis therapy bag for fourteen days). Pd therapy was ongoing. At the time of this report, the patient was recovering from this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.